Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).